Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The device was tested in clinic and a new automatic setup was completed. An x-ray is expected to be completed in the near future. This device remains in service. No adverse patient effects were reported.